Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: on an unknown date, it was noted that the size of the cortex screw was not what was expected. It is unknown when this occurred. No additional information. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. The device history documents were reviewed and no discrepancies were detected. No manufacturing related fault could do detected. The investigation of the complained cortex screw found that the diameter is 1.5mm, but the label on the opened package shows a screw with diameter 2.0mm. This is the first complaint related to the article and lot number in question. The cause is unknown. No manufacturing related fault could be detected.